Event description:
It was reported that the patient underwent a c4-c7 laminectomy, partial facetectomies, direct neural decompression with lateral mass screw fixation/fusion c4-c6, bilateral, and posterolateral fusion c4-7, bilateral, with autograft. The patient was discharged from the hospital 3 days post-op, wherein he was provided with a walker as an assisting device. At the time of the discharge, the patient was having considerable difficulty walking, and was having pain on and near the surgical site. At 1 month post-op, the patient presented to the hospital with continuing and severe neck pain, and limited range of motion. The sur geon noted that the patient had a probable surgical fracture of the spinous process at c7. At 2 months post-op, and on various dates for the next eight (8) months, the patient presented to the hospital for follow-up evaluations and sought remedy for the chronic and persistent pain and immobility of his neck. Following the procedure, the patient continued to have severe and debilitating neck pain, which emanated from the surgical site. The patient sought a second opinion with another surgeon at a different hospital and then underwent an additional surgery to remove portions of the implant, specifically the left-sided c6 screw, in the hopes that it would potentially alleviate some of the pain. Despite this second surgery done at 8 months post the initial procedure, the patient is still suffering from severe and debilitating neck pain, immobility, numbness and tingling in his right arm and right leg, and difficulty balancing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: on (B)(6) 2010: patient presented with numbness of face right side, chest pain. On (B)(6) 2012: patient presented with degenerative disk disease, gout. On (B)(6) 2012: patient presented with degenerative joint disease of cervical spine, right arm weakness. On (B)(6) 2012: patient presented with cervical stenosis of spinal canal. On (B)(6) 2012: patient underwent carotid ultrasound doppler. Impression normal study. Patient presented with cerebrovascular accident and neck pain. On (B)(6) 2012: patient underwent posterior cervical fusion. Procedure: c4 -7 laminectomy, partial facetectomies, direct neural decompression, lateral mass screw fixation/fusion c4-6 bilateral, posterolateral fusion c4-7, bilateral with autograft(morcellized laminectomy bone), neuromonitoring with interpretation, mep, ssep, emgs. Intra-op findings: excellent neural decompression achieved; excellent position of spnal instrumentation confirmed; neuromonitoring tracings remained stable and normal throughout; all counts were correct. On (B)(6) 2012: patient presented with degenerative cervical spinal stenosis. On (B)(6) 2013: patient presented with chest pain, shortness of breath, cervicalgia, gout, old myocardial infarction. Patient underwent CT angio chest w/wo contrast, x-ray of the chest . Impression: small pericardial effusion with fluid near the ascending aorta and aortic arch probably related to the pericardial recess. Recommended correlation with clinical findings. Probable bibasitar atelectasis. On (B)(6) 2013: patient underwent cervical spine x-ray. Impression: post surgical changes status post c4-6 laminectomy and fusion. Probable partial laminectomy of c7 vs mild anterior facet subluxation of c7-t1. Probable surgical fracture of the spinous process at c7. Spondylosis especially at c6-7 where it is moderate and there is mild anterolisthesis of c6 over c7. On (B)(6) 2013: patient underwent cervical spine three views flexion and extension. Impression: limited range of motion but without abnormal subluxation in patient who is status post recent surgery with posterior fusion of c4-6 (B)(6) 2013: patient presented with neckpain and numbness/tinging in right arm and right leg. Impression: predominantly axial neck pain status-post an attempted fusion from c4-6 with laminectomy c4-7. On (B)(6) 2013: patient presented with following diagnosis: painful hardware. Patient underwent the following procedure: removal of pos terior segmental spinal instrumentation from the posterior cervical spine; placement and removal of gardner wells tongs. Per the medical records: right sided c6 screw may have a facet violation at c6-7. Laminectomy defect from c4-7. Predominantly axial neck pain status post and attempted fusion form c4-6 with laminectomy c4-7. Right upper extremity and right lower extremity numbness without appreciable weakness and reflexes are equivalent but onset immediately after surgery. Left sided c6 lateral mass screw violates the c6-7 facet joint that is unfused. He has some bony foraminal stenosis on the right at c5-6.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Image review: post-op films provided for c3-6 posterior spinal fusion. There has been a partial removal of the c7 spinous process. There remains a kyphotic defect at c6-7 and the rods appear long particularly at the right side. The vertex screw appear short but there may be a facet violation at c6-7. A CT would be useful to evaluate this further. Unclear if hardware positioning contributes to post operative neck pain. Loss of mobility is expected with this procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.